Event description:
The customer stated that while using the coaguchek xs meter (serial number (B)(4)), they obtained results of 4.4 inr with a flag on it and 2.7 inr eight minutes later. The second result did not have a flag on it. The nurse felt the result of 4.4 inr was inaccurate. A laboratory result one hour later was 2.4 inr. It is not known if the laboratory uses the dade innovin reagent. It was noted that the patient's blood looked completely diluted as soon as the patient was stuck. It looked straw colored and serous. The warfarin dose was not changed based on the meter result of 2.7 inr. On (B)(6) 2016 a meter result of 4.0 inr without a flag was obtained for this same patient on the same meter. On a second coaguchek xs meter (serial number (B)(4)), a result of 7.1 inr with a flag was obtained while using the same test strips. The blood looked diluted. A laboratory result within 1.5 hours was 2.8 inr. The customer does not believe the meter is giving an inaccurate result; she stated that it seems to be an issue related to the patient and that they will not use the meter to test this patient in the future and will refer her to the laboratory for a venous draw. The patient's therapeutic range is 2-3 inr. The patient is not on heparin or direct thrombin inhibitors. She does not have any antiphospholipid antibodies. The patient is currently fine and her inr is stable. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 206466-12) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable. The customer returned the suspect strips and the meter. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. There was no product problem found. The returned customer material and the retention material perform as specified.